Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Event that occurred is temperature rise at the tip of the scope. Based on the investigation, a potential root cause of this failure is during the examination, organic matter such as the patient's blood or stool adhered to the tip of the scope, causing heat from the light to accumulate at the tip. A definitive root cause of the reported issue could not be identified. Following the results of the investigation, hra (health hazard evaluation and health risk assessment) was performed. According to hra (hv-hra-0184), since the residue adhered to the illumination lens of the endoscope, it is assumed that the adhered residue coagulated and solidified on the illumination lens as it absorbed the illumination light and was heated, resulting in the endoscopic image to become darker. The results of the desk test suggested that minor burns may occur if the endoscope is pressed against a mucous membrane for a certain period of time (more than 3 seconds) while the lens is covered with blood and the temperature of the distal end of the endoscope is elevated. However, there were no actual complaints of mucous membrane burns. Some medical experts pointed out that some physicians who are not familiar with the endoscopy procedure may have the distal end of the endoscope contact the mucous membrane for a certain period of time when inserting the endoscope into the large intestine. After the in-house review, this case was determined that MDR is necessary. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 06-apr-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 09-may-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical received an email on (B)(6) 2024 with the ansm report attached. During digestive endoscopies, the image becomes darker and darker, which makes the procedure longer and more difficult. Upon removal of the device, operators notice the presence of dried blood and/or dried stool. These elements could be evidence of excessive heat emitted by the endoscope. In-house tests were carried out on the endoscope: -a strong increase in heat at the distal end of the optical fiber (patient side) was noted, up to 85?c under certain conditions (when the device is in the open air). -when the device is placed in an enclosed space, the system fluctuates between 33?c and 60?c. -it should be noted that the end of the colonoscope does not have a burning temperature to the touch. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.